Event description:
Pt became pregnant and was taken off coumadin and placed on heparin. Leaflet was impeded due to thrombus at explant. Valve was implanted.

Manufacturer narrative:
Info reviewed from the valve's device history record and the add'l testing performed through the fer analysis laboratory indicated the valve complied with co's specifications at the time of manufacture. The co's physician's manual recommends that pt implanted with the co's mechanical heart valve be routinely maintained on anticoagulants. The large amount of thrombus, which impeded the leaflets, was most likely due to the interruption in the pt's anticoagulation regime, as a result of pregnancy. This is supported by the dr's report. The impedance of the leaflets was not due to an intrinsic defect in the valve, as supported by the valve's device history record and testing performed at co.